Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a general device change-out procedure, this lead was undergoing defibrillation threshold (dft) testing, when it displayed a lead pacing impedance value of greater than 2000 ohms with noise in the right ventricle place/sense portion. The lead was surgically abandoned in the patient, and successfully replaced. No adverse patient effects were reported.